Manufacturer narrative:
Device is a combination product. (B)(4). (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 38x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the calcified lesion. After forcing the stent through the lesion, the stent was damaged at the time of release. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.